Event description:
The customer reported that while testing a patient on (B)(6) 2016 with the accuchek inform ii meter (serial number (B)(4)) the result of 48 mg/dl was obtained at 15:21 and a result of 119 mg/dl was obtained at 15:26. Both tests were run on the same vial of strips. The customer stated there was no treatments given or delayed based on the meter readings. She did not know if any laboratory samples were ordered or not. The daily controls run on the meter have been fine. The customer reported that when she went to this floor she found that the staff was not doing fingersticks, but using arterial line draws without adequately flushing the line. She is certain this is what was causing the discrepant issue. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention strips (lot 473386) were tested for accuracy. The retention material meets specifications.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation.